Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.